Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Corrected data entered in d-9. Device evauation indicated in h-3 and codes entered in h-6. Device not returned for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the insturment did not cut and the knife blade was bent. The surgeon used another instrument to complete the procedrue. The hosp has reported no pt injury occurred.